Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s different blood glucose levels were 400 mg/dl, 394 mg/dl and 392 mg/dl. Customer reported that insulin pump received insulin flow blocked alarm. Customer was reporting a past event. Customer reported that alarm did not occur during manual prime. Customer also reported that event was resolved by changing complete set. Troubleshooting was declined for high blood glucose level. The insulin pump will not be returned for analysis.